Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a severely tortuous and severely calcified proximal left circumflex artery. The nc quantum apex mr 15 mm x 3.00 mm was used for pre dilatation and ruptured during dilating the lesion. The device was removed intact. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. .(B)(4) device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 1.5mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutneous coronary intervention treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a severely tortuous and severely calcified proximal left circumflex artery. The nc quantum apex mr 15mm x 3.00mm was used for pre dilatation and ruptured during dilating the lesion. The device was removed intact. No patient complications were reported and the patient's status is good.